Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma¿late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma¿late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they experienced the events of ¿a lot of swelling¿, ¿pain¿, ¿severe fever like symptoms¿, ¿fluid has gathered in the same breast¿, ¿confirmed twice now that these symptoms are the result of the biocell textured implants I received from allergan (that you have now recalled due to them being directly linked to cancer)¿, and ¿developed a double capsule in my left breast¿. The device remains implanted.